Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood inside and outside of the device. The pump, shaft, and tip were microscopically, tactile and visually inspected. Inspection revealed that the entire outer shaft was kinked in numerous places, with microscopic holes located at the site of the kinks. Functional testing revealed leaking in numerous places of the shaft (where kinks and hole were located), and the system then alerted, and would stop functioning. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter damage occurred resulting in a leak. Vascular access was obtained distal to the right ankle. The target lesion was located in the upper right superficial femoral artery (sfa). A 6f micro port access sheath was inserted instead of a normal 6f access sheath and an angiojet solent omni catheter was advanced. It was a tight fit through the sheath. The angiojet solent omni catheter was advanced into position and lytic was administered. Just before switching over to thrombectomy mode, the physician noticed that the catheter was leaking and the device was kinked/accordioned at the mid-shaft due to the pressure excerpted when it was pushed through the access sheath. The device was removed and another solent catheter was used to complete the procedure. No patient complications were reported and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter damage occurred resulting in a leak. Vascular access was obtained distal to the right ankle. The target lesion was located in the upper right superficial femoral artery (sfa). A 6f micro port access sheath was inserted instead of a normal 6f access sheath and an angiojet® solent¿ omni catheter was advanced. It was a tight fit through the sheath. The angiojet® solent¿ omni catheter was advanced into position and lytic was administered. Just before switching over to thrombectomy mode, the physician noticed that the catheter was leaking and the device was kinked/accordioned at the mid-shaft due to the pressure excerpted when it was pushed through the access sheath. The device was removed and another solent catheter was used to complete the procedure. No patient complications were reported and the patient was stable.